Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned with one strip only - unable to test. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer on 04/22/2016 in a follow-up call in order to ensure the customer's condition since the initial call; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low results. Customer 2 days ago she received a result of 11mg/dl and 9 mg/dl with symptoms of chest tightness. Customer states she is not having any diabetic symptoms at this time. Customer stated that she woke up around 2 am about 2 days ago with diabetic symptoms and her meter provided her a reading of 11 mg /dl and then she run another blood test and received a result of 9 mg /dl. Customer states she had an orange and did not require medical attention at the time. I was able to obtain results from meter's memory but customer stated the meter displayed results for her of 11 mg /dl and 9 mg /dl . Customer stated she did not administer any medications based on this results. Customer's expected result is 190-200mg/dl fasting. Customer verified the strips expire 3/31/2018. The strips have been properly stored and were first opened 02/01/2016. The customer performed a back to back blood test; 207mg/dl and 216mg/dl not fasting. Reviewed meter memory: (B)(6). Customer also reports that she has had similar episodes in which she has woken up late at night with the same symptom of chest tightness and sometime weakness also and her blood glucose has being 30 mg/dl and 34 mg /dl during last year using her true balance meter also but medical attention has not being required. Customer 's meter has the wrong date and time.